Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was fully deployed and was not returned. The control wire was separated per design. There is not enough information available to determine what caused the reported failure; therefore, the most probable root cause could not be determined.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy properly. However, the nature and cause of how the clip did not deploy is unknown. The procedure was completed with another device. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy properly. However, the nature and cause of how the clip did not deploy is unknown. The procedure was completed with another device. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed.